Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn a no device was returned and no lot number was provided.

Event description:
Pt treated with prodisc-l at levels l5-s1 on (B)(6) 2011, returned to the surgeon in (B)(6) 2012 reporting that she fell, and was experiencing sudden onset of pain. X-rays taken on unk date revealed that the poly inlay had popped out of the inferior end plate and was sitting proud. Pt was returned to operating room on (B)(6) 2012; surgeon removed the prodisc-l implants and revised the pt to synfix construct - levels l5-s1.